Event description:
During the procedure, the bottom jaw of the instrument snapped off and was hanging from the instrument. No pieces fell into the patient and no harm was evident. A new instrument of the same kind was used to finish the case.